Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, balloon and tip were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID# (B)(4) / tw# (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation but device was unable to cross the lesion. The physician attempted to inflate the balloon however, contrast media was found to be leaking. During the first inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation but device was unable to cross the lesion. The physician attempted to inflate the balloon however, contrast media was found to be leaking. During the first inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different coyote es balloon catheter. No patient complications were reported and the patient's status was good.